Event description:
Trialing of new covidien powered stapler (representative present) and attending scrubbed in procedure. When he "fired" the 45mm reload, the device became stuck. Fellow reported to surgeon who intervened and found the stapler load had not fired properly. Upon inspection of the load, staples on the distal end were still straight while the staples on the proximal end were curved in. The blade had done its job according to the attending surgeon, but the staples did not.